Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek dilatation catheter noted blood and contrast visible in the inflation lumen and the loosely-folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in attempt to pressurize the catheter and the analysis confirmed that there was a pinhole in the distal balloon shoulder on the edge of a fold. Scanning electron microscopy (sem) analysis concluded that the balloon failure may have been attributed to mechanical damage to the outer surface. The leak was confirmed to be located above the distal marker along a balloon fold/crease. There was also a slight ridge observed in the distal marker. There was no report of any leaks noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. However, it is possible that the balloon and marker were damaged/pinched during manufacturing such that upon inflation attempt, the balloon ruptured as a result of the damage, though this cannot be confirmed. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. Reportedly, the lesion was mildly tortuous, mildly calcified and 99% stenosed, which may have contributed to the reported complaint. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. In this instance, a definitive cause for the balloon rupture could not be determined.

Event description:
It was reporeted that the 2.0 x 15 mini trek was used for pre-dilatation of the mildly calcified lesion in the distal circumflex artery, but the balloon ruptured during 1st inflation at 4 atmospheres. A non-abbott balloon was used to complete the pre-dilatation, followed by implanting a 2.5 x 23 promus stent to complete the procedure with good patient outcome. There was no adverse patient effect. No additional information was provided.